Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to provide an update to the section. Ethnicity - requested but not provided. Race - requested but not provided. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted.

Manufacturer narrative:
Implant and explant dates: device was not implanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal access sheath came apart. Additional information was received on 11/8/2017. The sheath of the angioseal came apart.